Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tray, surgical, instrument had cracked tray. The event had occurred during out of the box failure. There were no reports of patient involvement.